Manufacturer narrative:
The suspected product was requested back to natus for evaluation. Investigation done by natus europe: chargers are operating due to spec. Polarity of charger plug checked. The exploded battery cell bears soot and is torn open at the top (positive pole). The battery housing is melted. Four remaining cells do not show visible damage. Pepi mode switch does not show visible damage. The root cause of the incident: apparently one cell of the battery (the only one which lies horizontal in the housing) got shorted and therefore overheated which led to the explosion. The pepi mod safety switch and the remaining four cells appear still operational. No initial corrective/preventive actions implemented by the manufacturer at this time. If additional information becomes available natus will file a follow up report.

Event description:
Customer reported that during charging of the battery the battery exploded pn#1089. The event occured during a time when the room was not occupied by anybody; however, the carpets caught fire and the fire brigade was called to extinguish the fire. The battery was disconnected from the mains by personnel before the fire fighters arrived. The customer did not report patient involvement, serious injury or delay in treatment and nobody was hurt during the incident.